Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the technician noted an electrical failure. This was most likely caused by a winding short inside the motor windings, making it unable to be read from the console. The handpiece was repaired and returned to the customer.

Event description:
It was reported by the customer that the bur guard melted and burned the pt; 0.4 cm x 0.4 cm burn to lip. It was reported that non-prescription bacitracin ointment was applied to the pt's lip. There is no serious injury alleged.